Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the surgeon had difficulty removing the femoral trial with the slap hammer and the head of the slap hammer became crooked and the spring broke. A second slap hammer was available and was used to continue the procedure without delay. No missing pieces were noted. The patient had no consequences or impact. Attempts have been made and no further information has been provided.